Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a double beep with cassette occurred, also cassette lock worn observed during testing. No patient injury was reported.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Physical damage was observed. No error was found in event history log. Customer problem was duplicated "double beep with cassette" issue during the investigation. Found downstream sensor nub was missing cause double beep - cassette attached and cassette looked worn. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor and latch lock assembly.